Event description:
The patient and her grandparents called animas alleging that when they downloaded the pump at the doctor's office some records were missing in the history. They said some bolus records from (B)(6) 2011 were missing and the bolus history for (B)(6) 2011 was missing. They all said they have delivered bolus doses. The family denied that the pump had been exposed to xrays or magnets but they said it had been taken to the amusement park where there are magnets. There was no reported patient impact associated with this complaint and the pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.